Event description:
It was reported that during an implant procedure, there was difficulty removing the stylet from the lead wire. Specifically, it did not remove smoothly and the lead pulled out with the stylet which led to the lead becoming uncoiled and unusable. A new lead kit was then implanted and the procedure was completed without incident. The patient was reported as doing fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model unknown, lot# n320207, implanted: na, explanted: na. (B)(4).